Event description:
Promus premier china registry it was reported that restenosis and acute inferior right ventricular myocardial infarction occurred. In (B)(6) 2018, the subject was referred for cardiac catheterization. The target lesion was located in the middle left anterior descending artery (lad) extending up to distal lad with 80% stenosis and was 16 mm long, with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 mm x 20 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted be 10%. Four days later, in (B)(6) 2018, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2022, during the follow-up visit the subject presented with symptoms of myocardial infarction (mi) and was hospitalized on the same day for further treatment and evaluation. At the time of event the subject was on aspirin and clopidogrel. A 12 lead ECG was performed, and the cardiac enzymes were noted to be elevated consistent with protocol definition of mi. The subject was diagnosed with acute inferior right ventricular myocardial infarction. The location of mi was not identifiable, and the q-wave mi was unknown. Five days later, the subject was referred for coronary angiography which revealed 90% stenosis in the proximal lad extending up to distal lad which had previously placed study device was treated with percutaneous coronary intervention. Post intervention the residual stenosis was 10%. Additionally, right coronary artery thrombectomy, percutaneous transluminal coronary angioplasty, intravascular ultrasound (ivus), stenting and drug-coated balloon were performed, and medication was given to treat the event. On the following day, the event was considered to be recovered/resolved with sequelae and the subject was discharged from the hospital.